Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the lead impedance on the right ventricular (rv) lead was high. The rv lead had become dislodged. The lead was repositioned, and the patient was stable with no adverse consequences.